Event description:
It was reported that a patient experienced a recurrent hernia coincident with peritoneal dialysis therapy. The cause of the recurrent hernia was not reported. It was reported that prior to the patient beginning peritoneal dialysis therapy, the patient had a pre-existing left inguinal hernia. The patient underwent hernia repair surgery prior to being placed on peritoneal dialysis therapy. Once on therapy, the patient underwent a second hernia repair surgery in attempt to treat the worsening hernia. It was not reported if the patient was hospitalized for the hernia. The patient was reported to have recovered from the hernia. Peritoneal dialysis therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for an evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.